Manufacturer narrative:
This was initially reported on the summary report dated 4/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced dyspareunia, recurrence of incontinence, organ perforation and emotional distress. It was also reported that the plaintiff experienced kinking of the urethrovesical junction, pelvic adhesive disease, urinary retention, erosion, right lower quadrant pain, vesicovaginal fistula, cystocele, rectocele and exposure of the mesh. No cause of death was reported.